Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted visual inspection and deflection testing of the returned device. Visual analysis of the returned sample revealed a kink in the shaft of the decanav catheter. Deflection testing was performed, in accordance with bwi procedures and the catheter failed since the deflection mechanism of the device was found stuck. For this reason, a manufacturing investigation was opened in order to find the root cause and the investigation results showed that this issue is not related to the manufacturing process. The device was properly manufactured and no abnormal conditions were found that could contribute to the failure; all the control points, inspections and executions were found correctly executed. The condition found, could have been generated during the use of the device in surgical procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30414281m lot number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure for ventricular tachycardia with a decanav electrophysiology catheter for which biosense webster¿s product analysis lab identified that the deflection mechanism was stuck. During the procedure, the decanav electrophysiology catheter was inserted into the la during mapping but would not deflect as intended. The issue occurred within an hour of the catheter's initial use. The physician changed the catheter and completed the procedure without patient consequence. The stuck deflection is MDR-reportable.